Event description:
Related manufacturer reference number: 2017865-2023-24643. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the atrial lead exhibited loss of capture and high pacing impedance. The atrial lead was capped and replaced on (B)(6) 2023. During the procedure, externalized conductors were noted but all electrical values were normal. The right ventricular lead will further be monitored. There were no patient consequences.